Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and advantage fit were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted concurrently with posterior colporrhaphy with mesh augmented repair, herniorrhaphy and retropubic suspension anterior repair due to sui and symptomatic rectocele. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, fistulae, recurrence, bleeding, dyspareunia, vaginal scarring and other non specific outcomes. It was reported that the patient underwent removal of mesh on (B)(6) 2013 due to mesh erosion.

Manufacturer narrative:
Sent date to FDA: 4/7/2016.